Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the channel c failure was due to component corrosion/residue. A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
The reported condition of channel c was confirmed but not duplicated due to failure code 802:20. The pump head module channel c was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a channel c failure. It is unknown when this event occurred. The facility representative stated that there was no information about patient involvement; however, there was no patient injury or medical intervention. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available.